Manufacturer narrative:
Updated information can be found in the following fields: d4/lot number, d9, g3, g6, h2, h3, h6, and h10. D03 - intuitive surgical, inc. (Isi) has received the force bipolar instrument involved with this complaint. The customer reported issue was not replicated nor confirmed. The force bipolar instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument had no broken/missing pieces. Additional findings not reported by site: the force bipolar instrument was found to have a segment of the conductor wire sticking out at the distal end. The wire insulation was not damaged and the instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the force bipolar instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A review of the instrument log for the suspected force bipolar ((B)(4)) associated with this event has been performed. Per logs, the suspected force bipolar was last used on (B)(6) 2021 on system (B)(4). The alleged instrument had 2 uses remaining after the last procedural use. A review of the site's complaint history found no other complaints related to this product. Isi received an image of a broken force bipolar instrument. A review of the image was conducted by an isi clinical development engineer (cde). The following additional information was provided: this appears to be a force bipolar instrument that was broken in a manner that did not allow for the grips to open, which would explain the tissue still grasped within the jaws. The customer notes also mentioned that the site had to remove the cannula with the instrument, which is confirmed in the picture since the broken piece is protruding lateral to the distal clevis. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: the force bipolar instrument was broken while inside the patient. It is unknown if fragments fell inside the patient and whether they were retrieved if so. The procedure was completed with no further issues reported. At this time, it is unknown what caused the breakage to occur as well as the location of the broken fragment. Additional information was requested, but not provided. At this time, the patient's current status and whether the patient returned to the hospital due to complications related to retaining a foreign object are unknown.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the 8mm force bipolar instrument broke while inside the patient. The customer removed the instrument and cannula from arm2 all at once. The customer stated that a piece of metal, proximal to the jaws, was missing from the instrument. They planned to search and perform an x-ray of the patient at the end of the procedure to attempt to locate the missing piece. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.